Event description:
Boston scientific crm received information that during a device change-out procedure the insulation on the right ventricular (rv) defibrillation lead had been compromised. There were no out of range measurements observed. The physician planned to use silicone to repair the lead. To date, there have been no adverse patient effects reported. The rv lead was explanted after a few years due to infection and was replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Laboratory testing confirmed the reported observations. The three segments of the lead returned with tip section missing. The ID label of is-1 terminal leg was torn apart in half and their edges showed lateral movement which appears to partially cut through the molded insulation, weakening it, and movements within the pocket eventually torn-apart the molded insulation. There is residue of a repair kit over the ID label areas. The analysis concluded that the ID label and molded insulation was damaged on is-1 terminal leg. The lead was damaged most likely due to movements within the pocket.